Event description:
It was reported, that the patient was experiencing phrenic nerve stimulation in all pacing vectors at the lowest threshold outputs. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).